Event description:
I used fixodent from approx (B) (6) 2002 until current. While I was using fixodent, I began experiencing numbness and tingling in my extremities, as well as loss of strength in both my arms and legs, as well as severe stomach problems. I am scheduled to take a blood test to determine the levels of copper and zinc in my blood. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Dates of use: (B) (6) 2002 - current. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.